Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having intermittent backup battery fault advisory alarms on their controller. A controller exchange was performed on (B)(6) 2022 and no further alarms were noted.

Manufacturer narrative:
Section d4: the device serial number was updated based on additional information. Manufacturer's investigation conclusion: the reported event of intermittent backup battery fault advisory alarms was confirmed via the log file downloaded from the returned system controller (serial # (B)(6)). Throughout the log file the backup battery fault alarm was active due to a failed load test. The onset of the alarm was overwritten so an exact cause to the alarm was not determined. There were no other notable alarms active in the log file. The returned system controller (B)(6) and 11v backup battery (serial # (B)(6)) was functionally tested using laboratory test equipment. Throughout testing several backup battery load tests were done and observed backup battery fault alarm in the log file was not reproduced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event, serial number (B)(6), was manufactured prior to the implementation of the CAPA. During the investigation there were incidental findings of kinks on both black and white power cables and a small cut observed on the white power cable outer jacket. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6)) was shipped to the customer on 20dec2019. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that troubleshooting had been performed prior to controller exchange. Additional information reported that the patient had not been charging their backup system controller backup battery as instructed, so after the patient changed to their backup controller, the controller clock was not set. It was reset in clinic on (B)(6) 2022. Related manufacturer report number: 2916596-2022-10767.